Manufacturer narrative:
(B)(4). Blade seized/stopped. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished good release criteria.

Event description:
It was reported that a pt underwent a gynecological procedure on (B)(6) 2010. Approximately ten minutes into the procedure, the handpiece started working sporadically and then eventually stopped completely. The blade would not come out of the housing. The air line was not compressed at all. A second device was used to complete the procedure with no adverse pt consequences.